Manufacturer narrative:
Visual analysis was performed on the returned device. The reported knot advancement issue was not confirmed as not all components were returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported knot advancement issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, the knot failed when attempting to advance the knot. The method used to achieve hemostasis was not provided. No additional information was provided.